Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, there was smoothly indwelling of single-use sterile catheter, but no urine drainage out of the color ultrasound examination, the patient has urine in the bladder, the urinary catheter is located in the bladder, the consideration of urinary catheter inaccessible, given to replace the same type of urinary catheter, the drainage of urine is smooth, the color of the urine is yellowish, so given to fix the urinary catheter.